Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error. The e-5 error occurred when the blood sample was absorbed. Customer was using proper testing technique. Customer stated he tested several times and obtained the e-5 error. Customer stated a family member had also tested on the meter and had obtained a result. At the time of the call the customer reported feeling ill with excessive thirst. Customer stated he would go to the emergency room.